Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-13564. It was reported the patient's scs lead anchor broke. To address the issue, surgical intervention was taken and the physician replaced the patient's scs anchor and the lead. Reportedly, the physician was unable to separate the anchor from the lead and decided to replace both.

Event description:
Related MFR report: 1627487-2019-13564.